Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rebn1322 showed one other similar product complaint(s) from this lot number. The complaints for this lot number ( rebn1322) have been reported from the same facility on the same device. Device not returned.

Event description:
It was reported that there was a PICC incident where the line broke externally on (B)(6).